Event description:
Additional information received reported that one day following implant, the patient complained of the "worst pain in her life." The same day, the patient returned to surgery due to an epidural hematoma and migration of the paddle lead. The entire neurostimulation system was explanted and the epidural hematoma was removed. It had been previously reported that the system was explanted on (B)(6) 2011. However, the user facility reported the system was explanted the day after implant. According to the manufacturer's device registry, the system was implanted (B)(6) 2011.

Event description:
It was reported that (B)(6) post implant, the pt developed an epidural hematoma. The clinical specialist noted neurologic changes during a programming session that were not present prior to implant. The pt had the device explanted and had a prolonged hospitalization. The event resolves without sequelae the day of the explant.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified that the patient was originally implanted with one 5-6-5 paddle lead attached to the implantable neurostimulator. Intra-operative notes stated "the epidural paddle lead looked to be falling down into the left gutter."